Event description:
It is reported that the thin metal at the hex tip broke off during surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. No product was returned for evaluation. The device history records were reviewed and found conforming to the requirements at the time of manufacture and product receipt. These products are used for treatment. The hex drivers may fracture due to off-axis eccentric loading or if the drivers were used under power during final tightening of screws. The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid (not a cannulated) 2.5 mm hex driver. A patient history review indicated that the fractures occurred during surgery with no impact to the patient. The surgery time was extended 1 hour due to running out of available drivers, and only three screws were inserted. Multiple attempts were made to obtain additional information. Based on information provided, the definitive root cause of this issue cannot be established.